Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the tubing of the reservoir. Customer reported that when she pulled the reservoir out she noticed a large bubble. Customer's blood glucose at the time of the incident was 360 mg/dl. Product is not expected to return.